Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump caused stuck soft key on keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: additional information was received indicating there was no patient connected during this event. H10: the device was received for evaluation. During functional testing, the reported problem "2nd softkey on keypad is stuck" was unable to be reproduced due to the device not powering on. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality as the keypad required replacement to correct the issue of not powering on which would also resolve the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.